Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to spec, alongside random manual power ons, up to the (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2013 and the (B)(6) 2013. The last log entry on the (B)(6) 2014 records an auto self-test. Although in this event there was no fault measured on the membrane directly it is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pad (battery). A slight voltage fluctuation was observed over the pop-pins; however, this would not affect the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan fad 300 and 300p devices are for multi-use.